Manufacturer narrative:
The analyzer's serial number was (B)(6). The calibration results were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable lipase (lipc) results for 1 patient on a cobas 8000 c 702 module. An interference was suspected with food or candies. The initial result was 471.70 u/l. On (B)(6) 2024 a new sample from another laboratory produced a result of 47 u/l. The sample from (B)(6) 2024 was retested and the result was 488 u/l. A result of 410.70 u/l was also provided for the sample from (B)(6) 2024. It is unknown when this result was obtained, before or after the repeated result of 488 u/l.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The issue was consistent with a pre-analytical handling issue at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.